Event description:
New information received notes that the cause of death was congestive health failure and ischemic cardiomyopathy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
A partial lead with the lead tip measuring 19.9cm was returned for analysis. The portion of the lead that was returned was normal.